Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found to be in excellent condition. Event history log review was performed and found evidence of reported problem. Visual inspection and occlusion testing were performed. The customer's reported problem was confirmed. According to the investigation, motor not running was found during occlusion test. The investigation reported that the pump worn out motor drive train components caused the reported problem. Service's replaced the pump motor and all motor drive train components, performed all functional testing's and the pump passed. The problem source of the reported problem is normal wear.

Event description:
Information was received indicating that during bench-testing of this smiths medical medfusion 3500 pump, the pump exhibited motor rate error. It was reported that there was no patient involvement.